Event description:
It was reported that during a tonsillectomy procedure using a evac 70 xtra icw wand, the surgeon chose a technique that required a longer wand activation time, causing the wand tip to dissolve. This event led to a 30 minute surgical delay while another wand was obtained, after which the procedure was successfully completed. There were no patient complications reported as a result of this event.